Event description:
Reported to consultant: on three separate occasions with three separate pts surgeon implanted a cslp variable angle plate with variable angle quick lock screws. In all three cases, a screw backed out at the bottom of the plate. No add'l info was available. Add'l info has been requested. This event is for pt #1, this is 2 of 2 reports.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.